Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, flexion instability and tibial loosening at the cement to implant interface. Cement manufacturer is from competitor. Doi: (B)(6) 2015, dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Primary operative notes indicate the patient received a right primary attune and steroid injection to treat degenerative osteoarthritis. The patella was resurfaced and competitor cement x 2 was utilized. The procedure was completed without complications. Primary part/lot is provided on page 6. Revision operative notes indicate the patient received a total right knee revision to treat pain and mid-flexion instability secondary to loosening of the tibial tray. Upon entering the joint, the surgeon identified and evacuated a large effusion. The tibial tray was loosened and debonded at the cement to implant interface. The femoral component was well-fixed but revised restore the joint line and correct mid-flexion instability. The patella was well-fixed but overstuffed and was revised to correct the fit. There was no reported product problem with the explanted tibial insert. The patient received an attune revision knee system utilizing depuy cement x 3. The procedure was completed without complications.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture joint instability and device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.